Event description:
The device has charged 125 times since implant. Episode number 91 from 2008, was provided to technical services as a representation of the recorded episodes. Episode number 91 clearly displays noise on the ventricular iegm and far field channel that is characteristic of a lead insulation fracture. According to the rep, the noise displayed in episode number 91 is consistent with other available recorded episodes. The lexos vr has been depleted to 18% battery remaining until eri.